Event description:
It was reported that "about a year ago" the patient was unable to turn his stimulation off. The battery was full at that time. See MFR 3004209178-2013-00278 for a report of current issues.

Manufacturer narrative:
Concomitant products: product ID 37651, serial # (B)(4), product type recharger; product ID 37092, lot # 246870001, implanted: (B)(6) 2010, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient.